Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown . On the same date as onset, the patient was hospitalized for the event and was treated with cefotaxime and ceftazidime injection (dose, route, frequency not reported, both were ongoing). At the time of this report, the patient has recovered and has been discharged from the hospital. Pd therapy was ongoing. No additional information is available.